Event description:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), genital haemorrhage ("abnormal bleeding") and menstrual disorder ("menstrual bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included vaginal discharge, cloudy urine, anemia, uterine leiomyoma, breast pain, uterine bleeding, menses irregular, dyspnea and hypokalemia. Concomitant products included ibuprofen and vicodin (lortab). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2016, the patient experienced candida infection ("infection: bladder/urinary tract/vaginal) type: candidiasis"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder (seriousness criterion medically significant) and abdominal pain ("abdominal area pain"). The patient was treated with alternative therapy (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, candida infection, depression, anxiety, migraine, headache, dysmenorrhoea and abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, candida infection, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubes were occluded . Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: candidiasis, dysmenorrhea . Most recent follow-up information incorporated above includes: on 3-jul-2018: pfs and mr received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), infection (bladder/urinary tract/vaginal) type: candidiasis, psychological or psychiatric problems condition: depression and mental anguish, migraines / headaches, dysmenorrhea (cramping), pain, did not perform essure confirmation were added. Patient's medical history was added. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), genital haemorrhage ("abnormal bleeding") and menstrual disorder ("menstrual bleeding") in a 28-year-old female patient who had essure (batch no. 952109, 962109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included vaginal discharge, cloudy urine, anemia, uterine leiomyoma, breast pain, uterine bleeding, menses irregular, dyspnea and hypokalemia. Concomitant products included ibuprofen and vicodin (lortab). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 1 month 11 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2016, the patient experienced candida infection ("infection: bladder/urinary tract/vaginal) type: candidiasis"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder (seriousness criterion medically significant) and abdominal pain ("abdominal area pain"). The patient was treated with alternative therapy (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, candida infection, depression, anxiety, migraine, headache, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, candida infection, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: findings- left coil 6, right coil 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: tubes were occluded. Patient x-ray will be due in the month of (B)(6) 2018. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: candidiasis, dysmenorrhea. Most recent follow-up information incorporated above includes: on 1-oct-2018: pfs received- lot number added. Outcome of pelvic pain updated to recovering / resolving. Insertion date updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), genital haemorrhage ("abnormal bleeding") and menstrual disorder ("menstrual bleeding") in an adult female patient who had essure (batch no. 952109) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included vaginal discharge, cloudy urine, anemia, uterine leiomyoma, breast pain, uterine bleeding, menses irregular, dyspnea and hypokalemia. Concomitant products included ibuprofen and vicodin (lortab). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish") and anxiety ("psychological or psychiatric problems condition: depression and mental anguish"). In (B)(6) 2016, the patient experienced candida infection ("infection: bladder/urinary tract/vaginal) type: candidiasis"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder (seriousness criterion medically significant) and abdominal pain ("abdominal area pain"). The patient was treated with alternative therapy (hysterectomy (partial)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menstrual disorder, candida infection, depression, anxiety, migraine, headache, dysmenorrhoea and abdominal pain outcome was unknown and the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, anxiety, candida infection, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: findings- left coil 6, right coil 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: tubes were occluded. Patient x-ray will be due in the month of (B)(6) 2018. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: candidiasis, dysmenorrhea. Most recent follow-up information incorporated above includes: on 28-sep-2018: medical record received:lot number added. Reporter added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), genital haemorrhage ("abnormal bleeding") and menstrual disorder ("menstrual bleeding") in a 28-year-old female patient who had essure (batch no: 952109, 962109-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included vaginal discharge, cloudy urine, anemia, uterine leiomyoma, breast pain, uterine bleeding, menses irregular, dyspnea and hypokalemia. Concomitant products included hydrocodone bitartrate; paracetamol (lortab) and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 11 days after insertion of essure. On (B)(6) 2016, the patient experienced candida infection ("infection: bladder/urinary tract/vaginal) type: candidiasis"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder (seriousness criterion medically significant), abdominal pain ("abdominal area pain") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with hysterectomy with bilateral salpingectomy. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, candida infection, depression, anxiety, migraine, headache, dysmenorrhoea, abdominal pain, vaginal infection and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, candida infection, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: findings- left coil 6, right coil 5. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012: results: tubes were occluded. Diagnostic results: patient x-ray will be due in the month on (B)(6) 2018. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: candidiasis, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2019: pfs received, event added- vaginal infection, fatigue, events onset date added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/pain"), genital haemorrhage ("abnormal bleeding") and menstrual disorder ("menstrual bleeding") in a 28-year-old female patient who had essure (batch no. 952109, 962109-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". The patient's concurrent conditions included vaginal discharge, cloudy urine, anemia, uterine leiomyoma, breast pain, uterine bleeding, menses irregular, dyspnea and hypokalemia. Concomitant products included ibuprofen and vicodin (lortab). On (B)(6)2012, the patient had essure inserted. On (B)(6)2012, 1 month 11 days after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2016, the patient experienced candida infection ("infection: bladder/urinary tract/vaginal) type: candidiasis"), migraine ("migraines / headaches") and headache ("migraines / headaches"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menstrual disorder (seriousness criterion medically significant) and abdominal pain ("abdominal area pain"). The patient was treated with alternative therapy (hysterectomy (partial)). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, vaginal haemorrhage and menorrhagia had resolved and the menstrual disorder, candida infection, depression, anxiety, migraine, headache, dysmenorrhoea and abdominal pain outcome was unknown. The reporter considered abdominal pain, anxiety, candida infection, depression, dysmenorrhoea, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: findings- left coil 6, right coil 5 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2012: tubes were occluded patient x-ray will be due in the month of (B)(6)2018. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: candidiasis, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/pain') in a (B)(6) female patient who had essure (batch no. 952109, 962109-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not undergo essure confirmation test". Medical conditions: *patient x-ray will be due in the month of (B)(6) 2018. Concurrent conditions included vaginal discharge, cloudy urine, anemia, uterine leiomyoma, breast pain, uterine bleeding, menses irregular, dyspnea and hypokalemia. Concomitant products included hydrocodone bitartrate;paracetamol (lortab) and ibuprofen. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), depression ("psychological or psychiatric problems condition: depression and mental anguish"), anxiety ("psychological or psychiatric problems condition: depression and mental anguish") and dysmenorrhoea ("dysmenorrhea (cramping)"), 1 month 11 days after insertion of essure. On (B)(6) 2016, the patient experienced candida infection ("infection: bladder/urinary tract/vaginal) type: candidiasis"), migraine ("migraines / headaches"), headache ("migraines / headaches") and fatigue ("fatigue"). On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), menstrual disorder ("menstrual bleeding"), abdominal pain ("abdominal area pain") and vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). The patient was treated with hysterectomy with bilateral salpingectomy. Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, abdominal pain and vaginal infection had resolved and the menstrual disorder, candida infection, depression, anxiety, migraine, headache, dysmenorrhoea and fatigue outcome was unknown. The reporter considered abdominal pain, anxiety, candida infection, depression, dysmenorrhoea, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: findings- left coil 6, right coil 5 received treatment for bladder/ urinary problems. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: results: tubes were occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: candidiasis, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome of events abdominal pain, pelvic pain and vaginal infection were updated to recovered. Rcc was updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.